Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons hard to push, sticky or sometimes unresponsive, had cracks at battery court, when customer changing reservoir a piece of plastic chip off from the reservoir, when customer was priming, the insulin was squirt out instead of drip. Customer's blood glucose value was unknown. Customer declined to report helpline portal. The device will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify a33 alarm and button keypad anomaly due to blank display. Device received with broken battery tube threads and partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.